Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. In august 2015, the patient was presented due to intermittent claudication and the pressure gap was 30mmhg. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified in the left common iliac artery. A 10x40x75 epic vascular stent was implanted to treat the lesion. Three months later, during computed tomography (CT) check, it was noted that the stent was deformed. In (B)(6) 2015, the patient had percutaneous transluminal angioplasty(pta) again. During the procedure, the physician managed to pass the non-bsc guidewire through the deformed part of the stent, which was confirmed by intravascular ultrasound (ivus). Then a 10mmx40mm non-bsc stent was deployed to treat the deformed stent and the procedure was completed. No patient complications were reported and the patient's status was good.